Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the distal bifurcated stent graft, the aneurysm enlargement of 8.5 mm and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: d1: brand name has been updated , d2: product description has been updated, d2: common device name has been updated, d4: model number has been updated, d4: lot # has been updated, d4: expiration date has been updated, d4: unique identifier (UDI) , g3: date received by manufacturer - updated, h4: device manufacture date has been updated, h6: investigation finding codes: remove code 3233, h6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, the patient was identified with a possible 3b endoleak. Although the CT (computed tomography) scan did not appear to show a fabric tear, the aneurysm was growing and there was a bulbous appearance 3 cm down on the left side of the suprarenal stent graft extension. The physician elected to treat the patient with a gore extension (non-endologix). Reportedly, the bifurcated stent graft appeared to be intact and the leak was resolved.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.